Event description:
Olympus turis resectoscope for transurethral resection of bladder tumor. Tip of device came off inside pt's bladder and required removal of foreign body resulting in trauma to the urethra. Hospital involved will be contacted to obtain concomitant medical products and therapy dates. Hosp is (B)(6) hosp (B)(6). Dates of use: (B)(6) 2015. Used for turp and turbt.